Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Visual analysis of the returned device identified an opening and flat crease. Leak test was performed and found an opening on anterior. A microscopic analysis was performed which identified a sharp edge opening. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp edge opening on anterior due to an unidentified (tear) opening.

Event description:
Device was explanted.